Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2001 - the pt had a bard/davol flat mesh implanted during an unk pelvic procedure. The attorney's report alleges pain, injury, "pain and suffering" disability, and defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a valid lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.